Manufacturer narrative:
The valve integrated pressure regulator (vipr) was returned to western. The burst disc plug, burst disc and cylinder sealing o-ring were missing from the returned vipr. The customer indicated the components were not recovered or retained, and are therefore not available for eval. According to the customer, the subject aluminum cylinder was scrapped and is therefore not available for eval. Additionally, the subject transfill hose was not returned for eval. Western sent the vipr to a third party lab for further eval. Upon receipt of the original report, western was of the belief that the event warranted a 30 day report because we were told it was a fire in the transfill hose used to fill the cylinder. After receipt and analysis of the returned unit we could not rule out the possibility of a low level ignition event similar to the previous events which resulted in a decision to recall the product. Therefore, we decided to submit this as a five day report. Western has initiated a voluntary recall of subject oxytote portable oxygen systems following an investigation into ignition events. Western has determined that oxytote units manufactured with a certain type of cylinder sealing o-ring are more prone to this rare but serious type of event. Western has received reports of (B)(4) previous ignition events involving oxytote viprs.

Event description:
As reported to western, "oxytote involved in a flash fire while filling, source of ignition unk." An oxytote is a valve integrated pressure regulator (vipr). A combination of the vipr and a compressed gas cylinder is known as a vipr system or cylinder system. Additional info provided by the customer indicated that the incident occurred during the cylinder filling process. The cylinder was fixed and stationary at the time of the incident and according to the customer was pressurized to 1000-1500 psig. At the time, 20 cylinders were being filled, of which 8 were oxytote cylinder systems. The fill plant tech heard a "pop," saw a flash, and the adjacent transfill hose burned. There were no reported injuries.